Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pacing lead has increased count of low impedance / short circuit paces. Lifetime minimum impedance measurement of 221 ohms. Atrial lead warning occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported the atrial lead triggered an alert for a high number of low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.